Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, as device did not work as expected and the lens came out with the leading haptic twisted. There was no patient harm. Physician used the "bonafede method" to remove the lens. The procedure was completed with another lens. Additional information has been requested but is not available at the time of this report.